Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump was tested with the testing protocol for system error alarm / motor function. A 97 ml infusion was ran on the pump in order to replicate the current infusion parameters, with a vtbi of 97 ml over 46 hours. The pump did not alarm "system error" at all, successfully completing the infusion without any errors. The pump's event log was pulled as part of the investigation and upon review there were no system error alarms as reported by the end user. Functional testing did not confirm the reported condition and was not duplicated during testing. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/04/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.